Event description:
A customer contacted beckman coulter regarding erroneously elevated troponin (accu tni) result from a single patient sample that was generated by the access 2 instrument. A patient sample was tested for accu tni and a result of 4.81ng/ml was obtained. The result was not reported out of the lab. The original sample was tested for accu tni in duplicate on a different instrument in the customer's lab. The accu tni results obtained from the different instrument were: 0.02ng/ml and 0.03ng/ml. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
Qc was within specification on the date of the event. System check performed on 04/22/07 was within specifications. Pre-analytical sample handling information was not provided. A field service engineer (fse) was dispatched to the customer's lab in 2007: a) the fse inspected the instrument and discovered dirty and noisy tooth roller bearing and pinch roller assembly. The fse replaced both parts. B) the fse also found worn mixer belt which was also replaced. C) the fse found dirty wash wheel and cleaned it. D) after service completion, the fse conducted diagnostic testing and results passed within specifications. E) customer stated since service, they have not had any additional events. Hardware issues addressed by the fse may have contributed to this event. However, a clear root cause has not been determined in this event. A malfunction will be assumed for the purpose of this report.